Manufacturer narrative:
This supplemental report was submitted to the results of the legal manufacturer¿s investigation. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The customer¿s reported ¿image is purple¿ was confirmed during the physical device evaluation. The evaluation found that the colored images change and the image flickers. The image defects were isolated to a defective charged coupled device unit ccd. The reported phenomenon is a known issue. Based on previous investigations, the defective charged coupled device unit can potentially be attributed to: ¿unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue. The image was purple in color with green colored stripe. The colored image defect was isolated to a defective outer tube/charged coupled device unit. The inspection also noted the image flickers. The device has not been repaired in the last year. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the olympus loaner endoeye high-definition ii, autoclavable video telescope ¿image is purple. The customer reported issue was found at an unspecified event. No death or injury and no harm to patient or other was reported to olympus. No further information was provided.